Event description:
Received medwatch #060001-1997-003 from the risk manager. It was reported "the balloon on the trocar ruptured during the procedure." The rep was notified to gather info. 9/26/97 the rep reported no add'l info is available.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: balloon condition, torn; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good and stopcock condition, good/open. Functional tests & results: balloon inflation test, failed. Analysis condition: based upon inquiry info received and visual examination, it was concluded that balloon had become torn, making instrument non functional. Instrument was received with a "c" shaped tear in balloon approximately 1/16" in length and approximately 1/8" from the proximal attackment ring. No conclusion could be reached as to how balloon had become torn. Each instrument is evaluated during assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.